Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported in the study the patient experienced lateral pain and tenderness upon palpitation of the left hip due to bursitis. The study reported no surgical intervention was necessary as it was treated with medication. The event was found to not be procedure or device related. The event was reported easily tolerated by patient, causing minimal discomfort and not interfering with everyday activities. The surgeon injected the patient with kenalog and lidocaine.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.